Event description:
This is being filed to report clip caught on chordae. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 4, rotated heart, and deteriorated anatomy throughout. Following a clip implant, a second clip, a mitraclip nt, was selected for treatment, but became stuck in the chords during the procedure. The clip was opened, but there was no additional positioning performed before becoming stuck. The clip could not be freed from the chordae. The mitraclip was successfully implanted, and stable on both leaflets. It was noted that the imaging was challenging from the beginning and deteriorated throughout, most likely due to a rotated heart. The clip was visualized throughout the procedure but was difficult at times due to poor imaging. The procedure was completed with three clip delivery systems implanted. The mr was reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported entrapment of device (clip caught on the chordae) appears to be related to patient anatomy. The reported poor image resolution was difficult due poor imaging quality and patient anatomy (rotated heart). Additionally, the reported foreign body in the patient appears to be due to the procedural circumstances associated with the clip caught on the chordae. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.